Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
No unexpected alarms were noted and the insulin pump passed the displacement test, rewind, basic occlusion test and motor test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported the customer received a motor error alarm during a basal delivery. The customer stated the insulin pump was not exposed to a high magnetic field. The customer also reported the alarm occurring six times in the last 30 days. The customer also stated they were able to rewind the insulin pump. Customer was advised to return the insulin pump. No additional information provided.